Manufacturer narrative:
Additional information: d4 catalog number changed. D6b explant date added.

Manufacturer narrative:
B1 (is product problem) has been ticked to capture the malfunction code. D1 (brand name) has been updated. D3 (manufacturer fax) has been added. Vascular dissection/patient device interaction problem: the cause of vascular dissection/patient device interaction problem was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was implanted percutaneously via the right axillary/subclavian artery in a 64 year old male patient for cardiomyopathy. The patient¿s comorbidities are prior CABG, cad, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was documented as scai shock stage d. During ongoing support, the patient experienced a hemoglobin drop, prompting evaluation with a CT scan. Imaging demonstrated a vascular dissection extending from the brachiocephalic to the right subclavian artery; however, no dissection flap or active bleeding was identified. A vascular surgeon reviewed the imaging and determined that the observed contrast was likely not in the true lumen. There was no harm to the patient. The impella 5.5 remains in use at this time as the patient awaits transplant and there is no allegation or deficiencies noted by customer. Vascular injury is listed as potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).